Event description:
Pt experienced delayed healing on the lateral cheeks. Topical bactroban and oral cipro prescribed. Pt is currently 6 weeks post procedure and is reportedly healing well with improving erythema in the area of delayed healing.

Manufacturer narrative:
Label cautions that areas of thinner skin are at increased rick of undesirable outcomes and that reduced energy should be considered in these areas.